Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The up arrow button did not respond due to corroded keypad trace. No frozen screen noted. No scrolling numbers display anomaly noted. Unable to verify the battery error alarm due to button keypad anomaly. The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reports to have received a battery error alarm and button error alarm. Customer's blood glucose was 272 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.